Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unknown procedure, the rubber portion of the subject device was scarped off and the piece fell into the patient's body. There was no harm or injury reported at this time. Follow up with the customer is pending.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the insertion and removal of the syringe was done at an angle, making it heavier and causing damage. Olympus will continue to monitor field performance for this device.

Event description:
It was additionally reported that during an observation before an endoscopic bronchial ultrasound transbronchial needle aspiration, black pieces were found in the bronchial tube. X-ray photos were taken to try and confirm the fallen piece. The customer reports the device was inspected prior to the procedure. They were not able to retrieve the device and reports no harm or injury to the patient.